Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) followed-up with the robotics coordinator (roco) and was informed that the site will return the camera instrument. Isi has not received the camera instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product. No image or video clip for the reported event was submitted for review. Per log review, a 0-degree camera (part # 430060-35/sn# (B)(4)) was last used on (B)(6) 2022 on system (B)(4) for 0:05:00 sec. This 0-degree camera has 2 uses remaining after last use. The 0-degree camera has max 12 lives. This complaint is being reported due to the following conclusion: the customer converted to another da vinci after the start of the procedure due to a non functional camera. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the camera expired. The customer called to report "endoscope needs service, replace and contact customer service" message when installing the endoscope on the arm was displayed. The operating room (or) staff stated they checked endoscope lives and the system was showing 2 out of 12 uses and wanted to know why the message would not clear or allow the endoscope to advance. An intuitive surgical, inc. (Isi) technical support engineer (tse) asked the or staff to use another endoscope, however, it was not available. Then, the isi tse asked or staff to power cycle system. The system powered and homed successfully; the message returned when the endoscope engaged on the arm. The or staff stated they needed to proceed and the surgeon was opting to convert. The site was completing the procedure with another da vinci multi-port system. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.